Manufacturer narrative:
Findings: button error alarmed during boot up and no button response on the act button due corroded keypad traces noted. Unable to perform displacement test, rewind test, basic occlusion test, prime, occlusion test and excessive no delivery test due to unresponsive keypad. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end capsticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 26 mg/dl. The customer was able to clear the alarm. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 26 mg/dl. The customer was treated with honey and something to eat.